Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa) below the knee (bk). A 4.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced to dilate the lesion but resistance during insertion was encountered. However, during inflation at 15 atmospheres, the balloon ruptured. The device was removed from the patient's body. Subsequently, a new 3.0mmx30mmx143cm nc quantum apex¿ was then advanced and inflated; however, the balloon also ruptured upon the first inflation at 18 atmospheres. The device was completely removed from the patient's body and the procedure was completed with a mustang balloon catheter and a stent was implanted. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).   Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00781. It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa) below the knee (bk). A 4.0 mm x 30 mm x 143 cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced to dilate the lesion but resistance during insertion was encountered. However, during inflation at 15 atmospheres, the balloon ruptured. The device was removed from the patient's body. Subsequently, a new 3.0 mm x 30 mm x 143 cm nc quantum apex¿ was then advanced and inflated; however, the balloon also ruptured upon the first inflation at 18 atmospheres. The device was completely removed from the patient's body and the procedure was completed with a mustang balloon catheter and a stent was implanted. No patient complications were reported and the patient's status was good.